Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested on a vitros eciq immunodiagnostic system. The most likely assignable cause is instrument related. A 30 replicate within run vitros tropi es precision test performed by the customer was outside ortho guidelines indicating that the vitros eciq immunodiagnostic system was not performing as expected at the time of the event. An ortho fe performed service and maintenance actions to the instrument, including replacing the shuttle drive motor, the inner lift pin tip and shuttle housing and performed all appropriate adjustments. Following service actions, acceptable within run precision and qc fluid performance was obtained indicating the vitros eciq immunodiagnostic system was now performing as expected. Therefore, it is concluded the service and maintenance actions performed by the ortho fe has resolved an instrument issue that could have potentially caused the higher than expected, non-reproducible troponin I result the customer obtained.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result obtained from a single patient using vitros troponin I es (tropi es) reagent on a vitros eciq immunodiagnostic system. Patient sample 1 result of 0.096 ng/ml versus the expected result of <0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory. However, no treatment was initiated, altered or stopped based on the reported tropi es result and ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).